Event description:
User reported they had a fairly large leak on the floor in front of the analyzer where the operators walk. She believes it is coming from the bottom of the r1 syringe. No one was hurt because of the leak by slipping in the liquid. No discrepant or erroneous results were caused by the leak. The field service representative determined there was a broken r1 syringe and replaced the syringe assembly.